Manufacturer narrative:
Company comment: the serious event of ischaemia at implant site and the non-serious events of pallor and erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the injection of filler intravascularly or in the vicinity of blood vessels leading to vascular occlusion or compression and ischemic manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-feb-2023 by a physician which refers to a 31-year-old female patient. No information about medical history or history of allergies has been provided. The patient had previously received treatment with restylane defyne to bilateral nasolabial folds and chin projection in (B)(6) 2021 and (B)(6) 2022 and with unspecified toxin to gummy smile in (B)(6) 2021, (B)(6) 2022 and (B)(6) 2022. Concomitant treatments included laser ipl face. On (B)(6) 2023, the patient received treatment with 0.3 ml of restylane defyne (lot 20146-1) to bilateral nasolabial folds and chin projection using 25 g cannula with unknown injection technique. On the same day, the patient received treatment with unspecified toxin for gummy smile. Same day, after treatment, the patient had no pain. There was a white triangle (implant site pallor) on the right side of the nose and ischemia (implant site ischaemia) at the level of the nasolabial fold-nose on the right side. The hcp immediately treated the area with 1500 iu of hylase [hyaluronidase] and repeated injections of hylase several times. The patient also received treatment with unspecified anticoagulants, antibiotics, corticosteroids, heat application and aspirin [acetylsalicylic acid]. It was reported that the patient's condition did not require hospitalization but as the patient lived far from the clinic (institution) and it was not possible to see her every day without keeping her in the clinic. Therefore, the patient was kept in the clinic for observation until (B)(6) 2023 at noon and her condition was stable. The patient was improving, but erythema (implant site erythema) was still present but was fading in the area. On (B)(6) 2023, the physician reported that the patient had recovered from events without any sequelae to date. Outcome at the time of the report: ischemia was recovered/resolved. White triangle was recovered/resolved. Erythema was recovered/resolved. Tracking list: v.0 initial: v.1 fu received on 01-mar-2023 and 07-mar-2023 from the same reporter. Case upgraded to serious. Event (implant site erythema and pallor) added. Patient demographics, concomitant treatments, suspect device implant date, location, volume, needle type, lot number, expiry date, event onset date, outcome and corrective treatment details were updated. V.2 fu received on 08-mar-2023 from the same reporter. Suspect device implant date, event onset date and hylase treatment dates were updated. V.3 fu received on 17-mar-2023 from the same reporter. Information about past and concomitant treatments and the outcome of the events were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-feb-2023 by a physician which refers to a 31-year-old female patient. No information about medical history or history of allergies has been provided. The patient had previously received treatment with restylane defyne to bilateral nasolabial folds and chin projection, several times in the same areas. Concomitant treatments included laser ipl face, unspecified toxin to upper face and gummy smile. On (B)(6) 2023, the patient received treatment with 0.3 ml of restylane defyne (lot 20146-1) to bilateral nasolabial folds and chin projection using 25 g cannula with unknown injection technique. Same day, after treatment, the patient had no pain. There was a white triangle (implant site pallor) on the right side of the nose and ischemia (implant site ischaemia) at the level of the nasolabial fold-nose on the right side. The hcp immediately treated the area with 1500 iu of hylase [hyaluronidase] and repeated injections of hylase several times. The patient also received treatment with unspecified anticoagulants, antibiotics, corticosteroids, heat application and aspirin [acetylsalicylic acid]. It was reported that the patient's condition did not require hospitalization but as the patient lived far from the clinic (institution) and it was not possible to see her every day without keeping her in the clinic. Therefore, the patient was kept in the clinic for observation until (B)(6) 2023 at noon and her condition was stable. The patient was improving, but erythema (implant site erythema) was still present but was fading in the area. Outcome at the time of the report: ischemia was recovering/resolving. White triangle was recovering/resolving. Erythema was recovering/resolving. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2023 and (B)(6) 2023 from the same reporter. Case upgraded to serious. Event (implant site erythema and pallor) added. Patient demographics, concomitant treatments, suspect device implant date, location, volume, needle type, lot number, expiry date, event onset date, outcome and corrective treatment details were updated. V.2 fu received on (B)(6) 2023 from the same reporter. Suspect device implant date, event onset date and hylase treatment dates were updated.

Manufacturer narrative:
Company comment: the serious event of ischaemia at implant site and the non-serious events of pallor and erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the injection of filler intravascularly or in the vicinity of blood vessels leading to vascular occlusion or compression and ischemic manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.